Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported poor actuation and cutting failure of the probe during a procedure. The condition of aspiration is unknown. The product was replaced and the procedure was completed without harm to the patient.

Manufacturer narrative:
One opened probe was received with no tip protector in a bubble bag for the report of cutting failure and poor actuation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The complaint sample was visually inspected and found non-conforming with the needle and inner cutter bent and cracked at the stiffener sleeve. Functional testing could not be performed and degree of wear could not be determined due to the probe needle being cracked. The complaint evaluation was unable to confirm the functionality of the probe, however the probe was visually non-conforming with a bent and cracked needle and inner cutter. The root cause for the reported cutting failure and poor actuation is due to the bent and cracked needle and inner cutter of the probe. How and when the needle became damaged cannot be determined from the investigation performed, but is not attributed to the manufacturing process. The most likely root cause of the bent and cracked needle and inner cutter is handling at any point after the probe was shipped from the manufacturing site. No action has been taken as it appears that non-conformance seen during evaluation is not related to the manufacturing of the probe. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).